Manufacturer narrative:
(B)(6).

Event description:
It was reported the physician heard a sound and saw smoke coming out from the controller connector. There was no significant delay or patient injury reported. Procedure was completed in the same session.

Event description:
It was reported the physician heard a sound and saw smoke coming out from the controller connector, causing that the electrodes of the wand got burned. There was no significant delay or patient injury reported. Procedure was completed in the same session.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. Visual inspections show no manufacturing abnormalities. The warranty seal is untouched, not broken and in its original condition. The connector for the wand in the controller system is burned as reported. The returned described system was tested with a load box (e 5355) and shows no functional issues during the test. The device performed as intended. The complaint was verified but the root cause could not be determined with certainty. Factors which can lead to a burned connector could probably be a misalignment during connection of the wand; there were no indications that would suggest that the system did not meet product specifications upon release into distribution.